Event description:
A hosp biomedical engineer (bme) reported that a high frequency cable sparked, flamed and broke into two separate pieces during a procedure. There were no injuries associated with the occurrence.